Event description:
The distributor reported that the bur broke during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Corrected data: d4: gtin updated. Additional information: d9 us receipt date added. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
No new information.